Manufacturer narrative:
Device was used for treatment, not diagnosis.the visual inspection of the returned device performed as part of the manufacturing investigation reported the drill bit is broken. The event reported a bent guide wire was inserted then the drill bit broke. The view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows; two of the headless compression screws 3.0 mm were used for a fracture of the acromion case. One of screws could be inserted without any problem but the tip of drill bit was broken before insertion of a second screw. The surgeon tried to remove the broken drill bit, but it could not. The broken drill bit was left in the patients bone. There was a 30 minute surgical delay. This report is for complaint is for 1 of 1 complaint (B)(4).